Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient couldn¿t find their programmer and they didn¿t think the ins was working. The reason for the call was due to the patient having a procedure and needed guidelines and it was reviewed to consult with the healthcare provider before the procedure. No patient symptoms were reported. No further complications were reported.